Event description:
It was reported that the vertical lift column on the 9800 system had grainy imagies prior to a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The battery, gib board, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.